Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred. An ocd field engineer performed 'as needed' maintenance to the reagent metering, incubator, and sample metering subsystems. Performance testing following service confirmed that the vitros eciq system and tsh reagent were operating as expected. Repairs have returned the instrument to expected performance. A definitive root cause for the event could not be determined. However, an equipment related issue cannot be ruled out as a contributing factor.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh result on a single patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).